Event description:
It was reported that an (B)(6) was dispatched to the scene of a pt in cardiac arrest at approximately 16:36 on (B)(6) 2010. It was not known if the pt's collapse had been witnessed or how long they had been unresponsive. The als crew arrived on the scene at approximately 16:37 and began their pt assessment. The device was connected to the pt and the als crew transported the pt to the hosp at approximately 16:54, arriving at approximately 16:56. A total of four (4) defibrillation shocks at 360 joules were delivered to the pt. While transferring the pt to ER staff, the pt went into ventricular fibrillation (vf). The (B)(6) attempted to defibrillate again; however, the device powered off. The (B)(6) again attempted to defibrillate; however, the failure persisted. The ER staff placed their device (unk brand) on the pt and defibrillated the pt. There were no reports of compromise to pt care or an adverse event as a result of the reported failure.

Manufacturer narrative:
Physio-control evaluated the device; however, the reported failure was not verified nor duplicated. It was observed that the batteries were very low and were over two (2) yrs old. No noticable damage of the device was observed. A performance inspection procedure (pip) was performed on the device, as outlined in the product literature. Proper operation was observed and the device was returned to the customer for use. The cause of the reported failure could not be determined.